Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 5+ mixed tricuspid regurgitation (tr) and the thin leaflet for a mitraclip procedure. During the procedure, 3 triclips were implanted successfully. The final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment has occurred and clip was no longer attached to septal leaflet. Chordal rupture was identified and tr has increased. Tr was grade 3+ after slda. Per the physician, slda was due to the health of the tissue. Additional clip was implanted to stabilize the slda. The final tr was grade 1-2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation- single leaflet detachment (slda) resulting in tricuspid regurgitation appears to be related to pre-existing patient anatomy. The reported unspecified tissue injury could not be determined. Additionally, the reported patient effects of tricuspid regurgitation and unspecified tissue injury are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.